Manufacturer narrative:
G4: 10feb2021. B4: 11feb2021. The field service engineer replaced the power management board to resolve the issue. After installation of the new pm pcba, conducted test outlined in the verification procedure(s) section of the field change order and the unit passed successfully. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 38jan2021.

Event description:
It was reported to philips that the v60 will not power on. The device was not in clinical use at the time of the event. This issue was found during setting up for use. There was no report of patient or user harm or delay to patient care. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.